Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lcx to treat the target lesion. At 1 month, 6 month and 1 year follow-up's patient was asymptomatic. At 1.5 year follow up patient's cardiac status was unstable angina. It was reported that the patient suffered an acute non-stemi, non-q-wave myocardial infarction (mi) approximately 19 months post index procedure. The patient suffered worsening chest pain for 2 over two weeks which culminated in a small mi. It is unknown if the reported mi was related to the target vessel as the relationship to the target vessel was not assessed. The investigator did not indicate whether the reported event was related to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).